Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Four images were reviewed. The CT scan demonstrates an ivc in the inferior vena cava at an infrarenal location. The first image indicates some tilt in the filter toward the right renal vein. There is evidence of strut extrusion on the left. The second image confirms placement with additional evidence of strut extrusion. The third image shows parts of the struts. The final image is a cross section with the struts visualized within the vena cava with some strut extrusion. Medical records were provided and reviewed. Approximately eight years, eleven months and twenty-three days post filter deployment, computed tomography scan of abdomen showed that the filter was positioned infrarenal at the l2-3 level. The inferior vena cava measured twenty-two millimeter in maximum diameter at the level of the filter. The filter was tilted anteriorly and laterally (17 degrees). Filter apex contacted and might have been embedded in the anterior caval wall at the level of the renal vein confluence. All six primary struts (legs) perforated the wall of the inferior vena cava. Five of the six secondary struts (arms) also perforated the wall of the inferior vena cava. The perforating medial strut impinges directly and may have partially penetrated the wall of adjacent aorta. Therefore, the investigation is confirmed for the reported perforation of inferior vena cava and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed for a patient with acute and subacute right lower extremity deep vein thrombosis and the prophylaxis of pulmonary embolism. Eight years, eleven months and twenty-three days post filter deployment, it was alleged that the filter had perforated and tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed for a patient with acute and subacute right lower extremity deep vein thrombosis and the prophylaxis of pulmonary embolism. Approximately eight years and eleven months post filter deployment, it was alleged that the filter had tilted and the struts had perforated the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. There was no reported patient injury.